Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.